Event description:
It was reported that there was an over infusion. "At 1630hr I hooked the new lipids at 0.86mls/hr with 16mls total amount on the syringe. At 1830hr I noticed that there is only 2 mls left from the syringe. I called the attention of my charge nurse and the on call doctor. Lipid was stop, patient was monitored. Vital signs stable, blood sugar 6.9, no arrhythmias noted. Our doctor phoned the tpn pharmacist about the incident. The tpn pharmacist came and visited the baby, he advised to hold the lipid transfusion for 24hours and do electrolytes the next day." The ordered dose and volume to be infused is unknown. The over infusion did not cause harm, require medical or surgical intervention, or create delay to negatively impact the patient.

Manufacturer narrative:
The reported issue that that there was an over infusion of lipids could not be confirmed. Lipids with 16mls total amount on the syringe could not be confirmed. The associated pcu event log recorded at 4:34pm on 05mar2021 the syringe volume within a terumo 3ml syringe was at 2.498ml. A second infusion was recorded at 5:09pm with a different syringe selection being a bd 3ml with volume recorded at 1.8814ml. The recorded total infused volume for both syringes was 1.8169ml. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes. The root cause for the reported issue that there was an over infusion of lipids could not be identified from the information received (logs only). No more information was made available. No devices were returned for investigation. Log analysis results: an infusion of drugid=116 from the fluid library was started at 4:34pm on 05mar2021. A terumo 3ml syringe was selected with a volume recorded at 2.498ml. The rate was set at 0.86ml/h with the all to infuse with a near end of infusion alarm. The primary volume infused had an accumulated recorded total of 2.9922ml from prior performed infusion. The infusion was restarted at 4:38pm due to having been stopped by insertion of a pressure disc during the infusion. An infusion occlusion alarm had occurred at 4:50pm and was restarted. Between 5:06 and 5:09 pm the infusion was interrupted by a check syringe alarm. Attempts to restart were performed and then a syringe clamp open alarm had occurred. The infusion was reprogrammed with a different syringe selection being a bd 3ml with a volume recorded at 1.8814ml. The infusion was restarted with the rate at 0.86ml/h. The pvi was recorded at 3.3696ml. At 6:50pm the syringe module was turned off with the syringe removed. The total pvi was recorded at 4.8091ml which calculates to a total volume infused from the terumo and bd syringe at 1.8169ml. Device history: a review of the device history record showed the device had a manufacture date of 02apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was an over infusion. "At 1630hr I hooked the new lipids at 0.86mls/hr with 16mls total amount on the syringe. At 1830hr I noticed that there is only 2 mls left from the syringe. I called the attention of my charge nurse and the on call doctor. Lipid was stop, patient was monitored. Vital signs stable, blood sugar 6.9, no arrhythmias noted. Our doctor phoned the tpn pharmacist about the incident. The tpn pharmacist came and visited the baby, he advised to hold the lipid transfusion for 24hours and do electrolytes the next day." The ordered dose and volume to be infused is unknown. The over infusion did not cause harm, require medical or surgical intervention, or create delay to negatively impact the patient.

Manufacturer narrative:
Sample inspection: the inspection process identified that the barrel clamp assembly was misassembled with its bracket having become dislodged from the potentiometer. All inspected parts were manufactured by bd. Log analysis results: an infusion of drugid=116 from the fluid library was started at 4:34pm on (B)(6) 2021. A terumo 3ml syringe was selected with a volume recorded at 2.498ml. The rate was set at 0.86ml/h with the all to infuse with a near end of infusion alarm. The primary volume infused had an accumulated recorded total of 2.9922ml from prior performed infusion. The infusion was restarted at 4:38pm due to having been stopped by insertion of a pressure disc during the infusion. An infusion occlusion alarm had occurred at 4:50pm and was restarted. Between 5:06 and 5:09 pm the infusion was interrupted by a check syringe alarm. Attempts to restart were performed and then a syringe clamp open alarm had occurred. The infusion was reprogrammed with a different syringe selection being a bd 3ml with a volume recorded at 1.8814ml. The infusion was restarted with the rate at 0.86ml/h. The pvi was recorded at 3.3696ml. At 6:50pm the syringe module was turned off with the syringe removed. The total pvi was recorded at 4.8091ml which calculates to a total volume infused from the terumo and bd syringe at 1.8169ml. Test results: the syringe module was found to be failing the barrel clamp binary and accuracy verification testing of the asm pm task process. The syringe module failed attempts to recalibrate the barrel clamp in its ¿as-received¿ state. The syringe module passed calibration and pm retesting after the temporary replacement of the misassembled barrel clamp assembly. The root cause for the reported issue that there was an over infusion of lipids is suspected to be associated with the barrel clamp assembly found misassembled; however the intended syringe model and size were not provided. It was reported that the syringe had 16ml and was found later with only 2ml remaining. The recorded programming noted the syringe selected was a 3ml syringe with its volume at 2.498ml. The reported issue that that there was an over infusion of lipids was not definitively confirmed. The fluid lipids with 16mls total amount in the syringe could not be confirmed. The associated pcu event log recorded at 4:34pm on (B)(6) 2021 the syringe volume within a terumo 3ml syringe that was selected was 2.498ml. A second infusion was recorded at 5:09pm with a different syringe selection being a bd 3ml with the volume recorded at 1.8814ml. The recorded total infused volume for both syringes was 1.8169ml. The testing and inspection process identified the presence of a device malfunction existing with the barrel clamp assembly. It was found misassembled with its bracket having dislodged from the potentiometer. Bd has issued a field action recall (z-2882-2020). The device is used for treatment purposes.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion. Patient impact unknown at this time.